Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and had a keypad anomaly. The customer¿s blood glucose was unknown mg/dl at the time of incident. No button error troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display, window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.